Event description:
Customer's husband reports lancet sticks out past the endcap after being fired while using the softclix plus lancet device. Husband reports he got stuck accidently when device was new. No medical treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.